Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the network connector bulkhead damaged upon visual inspection. They had ordered a replacement connector. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that they had loaded a patient exam on the system for a case, but after the fusion system was powered down and wheeled into the room, the exams were no longer there. Technical service informed the caller that the images will need to attempt to be reloaded by either a from a media or the network again. The call disconnected before any further information could be obtained. There was no reported delay to the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9680152, serial/lot #: unknown; product ID: 9733467, software version: 2.3. The bulkhead connector was returned for analysis. Analysis found that one side wall of the returned connector was broken out with bent contacts inside the connector. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.